Manufacturer narrative:
Product code = dqx. Per the initial reporter, the device will not be returned. PMA/510(k) number = preamendment. (B)(4). This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported that during inspection of the safe-t-j fixed core wire guide, a hair was observed inside of the primary package. The device did not come into contact with a patient.

Manufacturer narrative:
Investigation ¿ evaluation. A review of the device history record, documentation, quality control, and a photographic inspection of the complaint device were conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, photographs of the complaint product which were returned by the customer were examined. The photographs show that foreign matter was present in the wire guide's packaging. Additionally, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record shows no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. Based on the information provided, no product returned, and the results of our investigation, the definitive root cause of the failure mode was related to the manufacturing and packaging of the device. We will continue to monitor for similar complaints. Per the risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred. Investigation ¿ evaluation. A review of the device history record, documentation, quality control, and a photographic inspection of the complaint device were conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, photographs of the complaint product which were returned by the customer were examined. The photographs show that foreign matter was present in the wire guide's packaging. Additionally, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record shows no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. Based on the information provided, no product returned, and the results of our investigation, the definitive root cause of the failure mode was related to the manufacturing and packaging of the device. We will continue to monitor for similar complaints. Per the risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.